Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded ventricular tachycardia (vt) episodes and it was asked to technical services (ts) if the vt could be due to the ventricular pacing (vp) or due to the patient having premature ventricular contraction (pvc). Ts reviewed the episodes and discussed the vp does not fall within the vulnerable period of the previous aberrant beat, therefore, it is unlikely to have initiated the vt. It was noted the patient has a high pvc burden and, in addition, the ICD has recorded inappropriate atrial tachy response (atr) events due to far-field r-wave oversensing (ffrwo) since 2022. It was advised to consider reviewing the blank after sense value to help mitigate the ffrwo and adjust it if clinically appropriate. It was also mentioned the device has recorded quite variable r-wave amplitudes in the past year. The ICD remains in service. No adverse patient effects were reported.